Event description:
It was reported that a dissection occurred. The patient presented with an anterior wall myocardial infarction and underwent percutaneous transluminal coronary angiography. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery to left anterior descending artery. A 20 x 3.50 mm promus premier drug-eluting stent (des) was deployed at 16 atmospheres for 10 seconds. The stent was then post-dilated with a 3.50 x 12 mm non-compliant balloon catheter. Following deployment, a type b flow-limiting distal stent edge dissection was observed. The physician considered the vessel calcification and the high-pressure stent deployment to be contributory factors. A 3.00 x 12 mm promus premier des was subsequently implanted to cover the dissection, and the procedure was successfully completed. No further patient complications were reported.